Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri). Premature battery depletion was questioned. It was also confirmed that this device is part of the renewal 1 and renewal 2 short devices - pre-corrective action (8/26/05) population.